Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles with every infusion set used. There was no reported impact to blood glucose. Reportedly, the customer primed the tubing until air was removed or supplies were changed to address the event.